Event description:
It was further reported that in (B)(6) 2011, the restenosis was resolved and the patient was discharged.

Event description:
(B)(4) clinical study. Same case as MFR ID#: 2134265-2011-04507. Same patient as MFR ID#: 2134265-2010-05720, 2134265-2011-00817. It was reported that post a stenting treatment procedure, restenosis occurred. (B)(6) 2009: at the time of the index procedure, the patient's qualifying condition was unstable angina (braunwald classification ia). Cardiac catheterization revealed a 95% stenosed and 40mm long lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 2.5mm. The lesion was treated with predilation and placement of 2.5x28mm and 2.5x24mm taxus liberte stents without gap and post dilation resulting in 0% residual stenosis. Timi-3 flow was maintained throughout the procedure. The patient was discharged 2 days later on aspirin and clopidogrel bisulfate. (B)(6) 2011: 75% restenosis in the mid rca was identified. The lesion was 10mm long with a target vessel diameter of 2.75mm and timi-3 flow. There were no ischemic symptoms. (B)(6)2011, the previously identified restenosis was treated with balloon dilation and cutting balloon dilation reducing stenosis to 25%. Timi-3 flow was maintained. (B)(6) 2011, a 75% restenosed and 25mm long lesion in the mid rca with a reference vessel diameter of 3.0mm was identified. Timi-3 flow was present. There were no ischemic symptoms. This was treated with placement of a 3.0x28mm non-bsc drug eluting stent resulting in 0% residual stenosis and timi-3 flow.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).